Manufacturer narrative:
The lens was not returned. There were 5 photos provided. Photo 1: shows a zoomed in and extremely blurry photo of the lens still implanted in the eye. Due to the poor quality of the photo we cannot confirm the reported "scratch on the optic". Photo 2: shows a picture of what appears to be a computer screen of the lens still implanted in the eye. There is a red arrow pointing to what appears to be the reported "scratch on the optic". Photo 3: is the same photo as photo 2. Photo 4 and photo five were of paperwork and do not show the product. Without a physical sample evaluation, we cannot confirm the reported damage. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A qualified cartridge, handpiece, and viscoelastic were used with the lens. The product investigation could not identify a root cause for the reported complaint. The product was not returned. The lens remains in the eye. Based on the provided photos, the reported optic damage cannot be confirmed. It is difficult to make a final determination without evaluation of the physical sample. The root cause cannot be determined based on available information. A physical sample would be necessary in order to make further determinations. The IFU (instruction for use): using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. It is unknown if adequate viscoelastic was used in the cartridge. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd (ophthalmic viscosurgical device), which may result in damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol (intraocular lens) will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure; while implanting the iol, the surgeon noticed a scratch on the optic. The doctor finished the procedure on the same day without using replacement lens without any harm to the patient and waiting for the post operative check up in order to see if there was any visual discrepancy. Lens remained implanted. Patient had a good outcome and no side effect reported.